Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (ug/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (ug/cm3)]. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: laparoscopic ventral and umbilical hernia repair with dual mesh plus, adhesiolysis. Implant: gore® dualmesh® plus biomaterial [1dlmcp06/01988598, 18 x 24] implant date: (B)(6) 2004 (hospitalization (B)(6) 2004) (B)(6) 2004: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: ventral incisional and umbilical hernias. Postoperative diagnosis: ventral incisional and umbilical hernias. Surgeon: (B)(6), md. Assistants: (B)(6), md. Description of operation. Indications: the patient is a (B)(6)-year-old male who had previously undergone a cholecystectomy in the past. This was complicated by a bile leak and peritonitis. The patient ultimately recovered but developed a ventral hernia at his incision site. Additionally the patient had an umbilical hernia which was becoming progressively larger. The patient was initially scheduled to have this repaired several months ago, but due to an active pilonidal sinus process, the operation was deferred until his pilonidal sinus problem could be controlled. That had been achieved, and the patient was scheduled at the current time for elective ventral incisional and umbilical hernia repairs. Technique: ¿the patient was taken to the operating room and placed under general endotracheal anesthesia. Antiembolic stockings and sequential compression devices were applied to both lower extremities. A sterile prep and drape of the abdomen was performed. Local anesthesia was infiltrated in the right upper quadrant. A transverse incision was made in that region. Hemostasis was achieved with electrocautery. The external oblique aponeurosis was incised sharply and muscle splitting was used to expose the peritoneum which was tented and incised sharply. The peritoneum was entered. Multiple adhesions were palpated and were freed bluntly from the undersurface of the anterior abdominal wall. A blunt marlow port was introduced into the peritoneal cavity and carbon dioxide was used to insufflate the abdomen to a maximal inflation pressure of 14 cm of water. Under direct laparoscopic visualization a 5 mm port was then placed in the right lower quadrant. Multiple adhesions were seen were seen and these were taken down with blunt and sharp dissection. Additional ports were placed. On the left side a 10 mm port was placed in the left lower quadrant and a 5 mm port was placed in the right upper quadrant. With the use of these ports and moving the camera from either side, the adhesions to the anterior abdominal wall were progressively mobilized. The omentum was also adherent to the abdominal wall and this was bluntly and sharply mobilized from the abdominal wall as well. The omentum was noted to be incarcerated into the ventral incisional hernia, but with progressive mobilization the incarceration was reduced. Ultimately the abdominal wall was cleared of all the adhesions. Hemostasis appeared adequate. There appeared to be no intestinal injury in the dissection. The defect size was then measured. The abdomen was deflated and a size spanning 3 cm beyond the edges of the defect was measured. This measured out to be an 18 by 19 cm area. Accordingly, an 18 by 24 cm piece of dual mesh plus was selected. This was tailored to shape and markings were placed to allow for its proper orientation. Sutures of 00 vicryl were placed in each of four corners to the mesh. The mesh was rolled and introduced into the abdomen after the abdomen had been re-insufflated with carbon dioxide gas. Under laparoscopic visualization the mesh was unfurled and the previously placed sutures were then grasped with a carter-thompson through the anterior abdominal wall to orient the mesh properly such that the left side was adherent to the anterior abdominal wall and the smooth side would be presenting toward the viscera. The four sutures were thus used to suspend the mesh against the anterior abdominal wall and these were tied. A tacker was then used to fix the mesh in place circumferentially along with a second inner tacking row. The mesh appeared to be well placed. Port closure sutures were passed using the closure kit and the carter-thompson needle using interrupted sutures of #1 pds. The port sites fascia was then closed after all the gas was evacuated from the abdominal cavity and the skin was closed in all port sites with continuous subcuticular sutures of 4-0 vicryl. The wounds were cleaned and dressed and the patient was extubated and taken to the recovery room in satisfactory condition, having had an estimated blood loss of 100 cc and fluid replacement of two liters of crystalloid. I was physically present while performing the entire procedure.¿ (B)(6) 2004: (B)(6) health system. Intra-operative record. Implants: orbit# 12600. Description: mesh goretex dual 1.0*18*24. Size 18 x 24. Catalog #: 1dlmcp06. Lot #: 01988598. Qty: 1. (B)(6) 2004: (B)(6) health system. Implant sticker. Dualmesh plus antimicrobial. Lot: 01988598. Item: 1dlmcp06. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/01988598) was implanted during the procedure. Relevant medical information: (B)(6) 2004: (B)(6) medicine. Lab. Wbc: 15.2 h (4.0-10.0). (B)(6) 2004: (B)(6) medical center. (B)(6), md. Discharge summary. Admit date: (B)(6) 2004. Admitting diagnosis: ventral incisional hernia. Discharge diagnoses: ventral incisional hernia. Admitting history of present illness: presenting with a ventral hernia, denying any abdominal pain, no nausea or vomiting or diarrhea. Patient believes that his recent problems with bowel movements are related to his paxil. Ventral hernia was first noted after exploratory laparotomy at osh [unknown abbreviation] for persistent bile leak. Past medical history: asthma and gastroesophageal reflux disease. Surgical history of laparoscopic cholecystectomy, exploratory laparotomy and pilonidal cyst. Exam: abdomen: soft, nontender, non-distended, bowel sounds present. Midline ventral hernia noted to be present above umbilicus along midline of prior surgical scar. No masses, no tenderness, to palpation. Impression: here for elective laparoscopic ventral hernia repair, umbilical hernia repair. Plan to send ancef on call to the operating room and plan to do a laparoscopic ventral incisional hernia repair the following morning. (B)(6) 2005: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional ventral hernia. Postoperative diagnosis: recurrent incisional ventral hernia with bilateral spigelian hernia defects. Operation performed: rives-stoppa ventral hernia repair with prolene mesh, bilateral spigelian defect repairs with phs mesh. Assistants: (B)(6), md. Description of operation. Indications: the patient is a (B)(6)-year-old male who had previously undergone a laparoscopic ventral incisional hernia repair. The patient had initially done well but had recently represented with recurrence of a hernia. On examination it appeared that the herniation had probably developed cephalad to the superior edge of the previously placed mesh. The patient was scheduled at the current time for an open repair. In view of the patient¿s enlarged abdominal girth, it was thought that the patient¿s intra-abdominal pressure was excessive and had led to a new herniation at a different site. Therefore, a rives stoppa technique was applied at this time. Technique: ¿the patient was taken to the operating room and placed under general endotracheal anesthesia. Antiembolic stockings and sequential compressive devices were applied to both lower extremities. A foley catheter was sterilely placed into the urinary bladder. A sterile prep and drape of the abdomen was performed using an ioban drape to protect the mesh against contamination from the skin. A midline incision was made in the standard fashion. The previous scar was excised. Hemostasis was achieved with electrocautery. Dissection was carried out carefully to the level of the fascia in which case the previously placed mesh was identified. Dissection was carried out superficial to the mesh to extend to the preperitoneal space both above and below the mesh. This required extension of the incision inferiorly as well as superiorly. Once the preperitoneal space was identified, it was dissected thoroughly in both lateral flank areas as well as cephalad and caudad direction. There were two lateral defects in the transversalis fascia in approximately the mid level of the abdominal cavity which appeared to be potential sources for future spigelian herniation. These defects in the transversalis were directly repaired by placing a phs mesh into each of the defects, one on either side. After the preperitoneal space had been thoroughly cleared, the muscle layer was dissected from the overlying subcu tissue using electrocautery and blunt dissection. This was also performed on both the left and right sides to sufficiently free the muscle layer for future approximation in the midline. The pre-peritoneum was then thoroughly irrigated with normal saline. Hemostasis appeared adequate. A 12 by 12 inch sheet of polypropylene mesh was then placed in the preperitoneal space. It was tacked with trans-muscular sutures of 0 pds. Four such tacking sutures were placed. The mesh appeared to envelop and contain the peritoneum adequately to prevent against future herniation. The midline fascia was then reapproximated with continuous simple sutures of looped 0 pds. Two large jackson-pratt drains were placed in the subcu tissue and brought out through stab wounds. They were secured to the skin with sutures f 3-0 nylon. The subcu tissues were approximated with interrupted simple sutures of 00 vicryl and the skin was closed with skin staples. The wounds were cleaned and dressed, and the patient was extubated and taken to the recovery room in satisfactory condition, having had an estimated blood loss of 100 cc, a urine output of 350 cc, and fluid replacement of 2,700 cc of crystalloid. I was physically present while performing the entire procedure.¿ (B)(6) 2005: (B)(6) health system. Intra-operative record. Implants: mesh prolene hernia phsl, mesh prolene hernia phsl, mesh prolene hernia pml. Unknown: (B)(6) medicine. [(B)(6), not indicated]. Radiology-abdomen, single view, anteroposterior. Indication: postoperative from surgery and has nausea and vomiting. Impression: there is evidence of abdominal wall surgery as well as clips in the right upper quadrant. There are bilateral abdominal surgical drains overlying the abdomen. Air is present within the stomach with minimal distention. There is scattered air in large and small bowel. There is stool within the colon. The bowel loops are not significantly dilated except for minimal prominence of small bowel loops. Follow-up suggested. (B)(6) 2005: (B)(6) medicine. (B)(6), md. Discharge summary. Admit date: (B)(6) 2005. Principal diagnosis: recurrent incisional hernia. Principal procedure: hernia repair. History of present illness: (B)(6)-year-old with past medical history significant for exploratory laparotomy multiple years ago for complicated gallbladder removal done at an outside institution. Subsequently, the patient has developed multiple recurrent incisional hernias. Presented to the operating (B)(6) 2005 for above repair. Intraoperatively, was noted to have multiple midline defects and a recurrent hernia that extended cephalad to the laparoscopic mesh that was previously placed. Also had bilateral spigelian defects. Postoperatively pain was well controlled. Drainage from jackson-pratt decreased and was minimal on discharge. On day of discharge was afebrile, tolerating regular diet, ambulating, and having regular bowel movements. Jackson pratt drains were discontinued. Patient is being discharged home (B)(6) 2005. Follow-up: is to return to the clinic on (B)(6) 2005 for staple removal. (B)(6) 2019: (B)(6) medical center. (B)(6), md. History and physical. (B)(6)-year-old with past medical history of diabetes, asthma who was visiting in (B)(6); ended up having abdominal discomfort, nausea, vomiting, found to have urinary tract infection and later ended having abscess formation, leakage, cellulitis all in the umbilical area. Seen by physician and possibly surgeon. They basically thought it was the mesh he had for his hernia that had migrated and created an abscess. He was taken into a general surgical feeder [sic] where 6 surgeries were going on at the same time side-by-side; had some procedures done and also it was just incision and drainage or not. Patient is not absolutely sure what was going on. He was treated and eventually discharged, just got off plane, came straight to the office, and states he took tegaderm off, he is draining purulent beige colored material from umbilical area. Ordered directly admitting for this. No rebound, no guarding at the time; it is hard for him to keep food down. Social drinker. Occasional smoker. Exam: abdomen: soft, slightly tender, non-distended. No rebound, no guarding, has again _____ [sic] beige type of drainage coming out from the umbilical area. Impression: abdominal wound/abscess/questionable fistula. History of diabetes. History of asthma. Plan: directly admit to have surgery see patient along with gastroenterology, infectious disease. Start intravenous antibiotics. I have no records here from (B)(6). Will get lab work. Surgery to see if he needs cat scan, any other workup that needs to be done. (B)(6) 2019: (B)(6) medical center. (B)(6), do. Radiology-single anteroposterior radiograph of the abdomen. Indication: abdominal drainage, prior colostomy. Hernia mesh is noted within the midline epigastric region. Impression: no acute abdominal pathology. The bowel gas pattern appears nonobstructive. (B)(6) 2019: (B)(6) medical center. Lab. White blood count: 11.3 (h). (4.0-11.0). (B)(6) 2019: (B)(6) medical center. Lab. Source abdomen. Gram stain: moderate white blood cells. Rare gram positive bacilli. Rare gram negative bacilli. Rare gram positive cocci clusters. Wound culture superficial: organism. Citrobacter freundii complex: few. Organism. Eikenella corrodens: few. Organism. Streptococcus anginosus: few. Organism. Actinomyces odontolyticus: rare. (B)(6) 2019: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen/pelvis with oral and intravenous contrast. Indication: abdominal pain and previous hernia repair. Findings: since previous study there has been removal of a mesh from previous hernia repair. Impression: there is a localized collection of extravasated contrast and air within the anterior wall at the left upper quadrant. The extravasation is passing from the anterior wall of the transverse colon. (B)(6) 2019: (B)(6) medical center. (B)(6), md. Consultation. Infectious disease. (B)(6)-year-old with complicated surgical history. Had cholecystectomy in 2004. Had complications along with hernias, which required several other surgeries. Had mesh placed in abdomen in 2007 at (B)(6). Several episodes of bowel obstructions as well over the course of many years. Recently was in (B)(6), where he noticed erythema over lower end of abdominal incision. Then area opened up and started having yellowish/pus like discharge. Was given intravenous antibiotics. Was told that mesh was eroded and caused the abscess. Came back, and into the emergency room for evaluation. CT showed in left quadrant concern for perforation. Current every day smoker. Current smoke exposure: yes. Have you smoke in the last 12: no. Approximately how many cigarettes: alcohol use: no. Weight (B)(6) pounds; bmi 29.05. Exam: abdomen is soft. Midline incision has some erythema. Small open area at lower end of the incision which has an ostomy bag with yellowish drainage. Impression/plan: draining wound from abdomen. CT with perforation possible related to migrated mesh. Has history of (B)(6). Intravenous vancomycin and zosyn. Surgery to see, possible operating room tonight. (B)(6) 2019: (B)(6) medical center. (B)(6), md. Consultation. Admitted with abdominal wound and drainage of pus and purulent fluid. This has been ongoing for a while. Patient carries extensive surgical history. It started following laparoscopic cholecystectomy, which was complicated by bile leak, later requiring open cholecystectomy for biliary peritonitis and later was transferred to a different hospital, where he has undergone endoscopic retrograde cholangiopancreatography and stent placements. This all happened in 2004. Following that developed a ventral hernia, requiring ventral hernia repair with mesh at (B)(6) medical center in 2007. Following that, he has been suffering all along with multiple admissions with small bowel obstruction, chronic abdominal pain. This has all been complicated by preexisting previous diabetes mellitus, smoking, (B)(6) infection _____ [sic]. Was in (B)(6) a few weeks ago and was admitted with abdominal _____ [sic] cellulitis and infection and draining pus and stayed 3-4 weeks with intravenous antibiotics. Looks like they treated him conservatively. As soon as he came back, he saw dr. (B)(6) and was admitted for further treatment and management. Cat scan of abdomen and pelvis shows transverse colonic fistula with extravasation extraperitoneally into the left upper quadrant. There is quite a bit of fluid collection, which is obviously stool and pus in this area. Essentially, the patient has a colonic fistula complicated by history of mesh insertion, ventral hernia repairs, asthma, diabetes mellitus, smoking, and multiple operations. This fistula is most likely related to the mesh. However, cat scan does not show any mesh. I wondered if somebody had removed the mesh during these last few years, which I do not know. Past medical history: anxiety and depression. (B)(6) infection. Diabetes mellitus. Bronchial asthma. Tobacco abuse. Past surgical history: cholecystectomy in 2004 by another surgeon at (B)(6) hospital with multiple complications and biliary peritonitis, ventral hernia repair following that. Ventral hernia repair at (B)(6) medical center in 2007 with mesh as said by patient and family. Small bowel obstruction requiring treatment. Recent admission at (B)(6) for abdominal wall infection and abscess and drainage. Smokes a pack a day for many years. Non-alcoholic. No drug abuse. Review of systems: abdominal pain; no nausea, vomiting, diarrhea rectal bleeding or constipation. Exam: abdomen: long upper midline incision. There is an area in the lower end of the incision, which is draining pus and feculent material and has a bag attached and it is a low output fistula. Impression/plan: however, the problem now is the colonic fistula with abdominal abscess and cellulitis. Plan to do an exploratory laparotomy, transverse colectomy and close the fistula and attempt to do a colocolonic anastomosis depending on his bowel prep and also try to repair the ventral hernia at the same time, but probably a biologic mesh and bilateral component separation depending on the progress. Also told patient there is a possibility of colostomy, which will be temporary if done. The details of operation, risks, benefits, complications including bleeding, infection, postoperative infection, intraabdominal or extra-abdominal abscesses, necessity to leave the wound open and may require staged operations to close this, necessity for wound vacuum assisted closure, nasogastric tube, foley catheter and other major risks of deep vein thrombosis, pulmonary embolism, myocardial infarction, pneumonia, etcetera, all the details were thoroughly explained and discussed. Informed consent was obtained. (B)(6) 2019: (B)(6) medical center. Lab. White blood count: 17.7 h (4.0-11.0). Continuation....

Event description:
It was reported to gore that the patient underwent laparoscopic ventral umbilical hernia repair on (B)(6) 2004 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2019 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh failure resulting in pain, limited range of motion, need for excision. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The instructions for use further warn: "as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.